Event description:
It was reported that a nursing assistant was attempting to turn a resident over in bed, essentially by pulling a pad out from under the resident; this rolls the resident to a new position. This action is commonly used at the facility. This particular resident would assist the caregiver by grasping a side rail and pushing against it. On this occasion, the rail was upright and appeared to be latched, but when the resident pushed on it, it fell to its lowest position, causing the resident to roll out of bed striking her head on the floor and expiring within 24 hours due to internal cerebral bleeding.